Manufacturer narrative:
No other complaints were found for the lot number.

Event description:
According to the available information when the catheter was placed the balloon burst in the patient's bladder. The catheter and balloon were removed. No adverse patient events were reported.